Event description:
On march 30,2006 the lay user/pt contacted lifescan alleging that his one touch ultra meter was prompting the battery symbol and eventually stopped powering on. The pt reported contacting lfs to obtain a replacement battery. On march 26, 2006 the pt reported experiencing high blood glucose symptoms, including memory loss, confusion, dizziness, impaired vision, and painful feet. He contacted his nurse since he was unable test and not feeling well. No attempts were made to test with the reported meter. The pt was unable to provide the last approx date and time of testing. The nurse provided urine sticks, advised him to continue his normal lifestyle, and maintain his medication regimen. The tech service representative (tsr) was unable to walk the pt through attempting to resolve the issue, since the pt did not have a new battery. The tsr was unable to reach the pt to obtain/verify info. It would have been helpful to know when the pt last tested his blood glucose level, his medication regimen, when he developed symptoms, and when he contacted his nurse. This complaint is being reported due to the following conclusion: the pt had not replaced the meter battery as required, was unable to test, and developed symptoms of hyperglycemia. The power issue was unresolved since the pt did not have a new battery.